Manufacturer narrative:
Information contained in this report was previously submitted through psr410 on 29/jan/2014 a review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, silicone migration and inflammation/irritation

Event description:
Health professional reported left side indentation of implant following pressure. Patient reported rupture. Ultrasound noted intra-extracapsular rupture, silicone in the axillary lymph glands, and a small amount of fluid sited between the implant and capsule. Patient also presented with warmth and swelling in the left breast. The device has been explanted.